Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged from 150-170 mg/dl. Reportedly a new cartridge was loaded; however, this did not resolve the issue. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.